Manufacturer narrative:
(B)(6) the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not run. It was also noted that the electric motor and electronic control unit both did not have power. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on components from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that during routine testing, it was observed that the small battery drive device was not working. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.